Event description:
It was reported that the patient with a spinal cord stimulation (scs) system underwent a revision procedure for an unspecified reason. No additional information is available at this time.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6). Batch: 7078963 UDI: (B)(4).